Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d6, d10, g3, g6, h2, h3, h4, h6, h11. D10: lot number provided for the following product: item# 154621; lot# 529804; oxford uni tib brg sm sz6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to wear problems, approximately 19 years and 7 months post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) d10: item# 154600; lot# 833703; oxford uni femoral sm item# 154621; lot# unknown; oxford uni tib brg sm sz6 item#3021170001; lot# 60483569; refobacin plus bone cement 40x2 g2 ¿ foreign ¿ new zealand the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.